Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization and loss of aiming beam were observed. The procedure was completed using a second fiber. There was no patient injury reported. Gland volume: 40ml. Joules used: 50,293. Time expended: 00.29 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the fiber/glass cap is detached and not returned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.